Event description:
A malfunction was reported on a pump by the customer after going through a body scanner at an airport. There was no adverse impact to the customer's blood glucose level. The pump displayed a resettable malfunction code, and the customer had not previously reset the pump for this issue within the last 24 hours. Technical support provided instructions to reset the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the customer acknowledged and understood.